Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received the button error alert about 8 times. They also received a button error and a failed battery test. The customer did not recall any significant events that led to the keypad issues. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that time advanced. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.